Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. The click of the screwdriver was not heard in the ventricular position. Another device was implanted without any issue instead.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the device are within specifications. The event observed by the physician during the implantation attempt at the ventricular level more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot: the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew (the upper part of the cavity of the hexagonal head of the setscrew was rounded).